Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited extended charge times resulting in a delay in therapy for ventricular fibrillation (vf). No adverse patient effects were reported. The device was programmed off but remains implanted.